Manufacturer narrative:
This report is for the same event of report number 2124215-2024-36143.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) and artificial urinary sphincter (aus) removed due to infection. A tactra malleable penile prosthesis was implanted as a place holder. The physician plans to bring the patient back at a later date to place another aus and ipp. There were no further patient complications.